Manufacturer narrative:
Device in question was returned to penumbra, inc. On (B)(4) 2008. Both a device evaluation and DHR reviews were performed. Device evaluation: visual: the returned separator wire was broken and kinked 1 cm from the grind taper from 0.018" to 0.010". Conclusion: during use the separator became kinked. It is likely that when the physician was attempting to pass the kinked zone through the rhv to withdraw the separator, the combined force and fatigued wire broke. Device history record review: all appropriate inspections and tests were completed with no anomalies noted. On the sub-assembly level (part #0570, lot #l12285), all visual and dimensional inspections were completed per process monitoring requirements or 100% inspection. Finally all destructive testing was completed per the required process monitoring requirements and met specifications. The parts manufactured in this lot and the subassembly lot met the required criteria and were deemed acceptable.

Event description:
During a procedure, the physician was moving the 026 separator to clear the 026 catheter of clot. The proximal part of the .010 section of the wire (just distal to the .020 section) broke. The physician was holding the .020 section and the .010 section was outside the rhv. The catheter was removed from the pt and the remaining section of wire was removed from the catheter. The physician re-introduced the 026 catheter and a new 026 wire and the procedure continued. There is no reported impact on the pt.